Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from greece alleged the generation of discrepant sars-cov-2 results for a patient sample when using the cobas liat sars-cov-2 and influenza a/b test compared to the retest results. The alleged sample generated a sars-cov-2 detected, flu a not detected and flu b not detected result in the initial test on the cobas liat system. This sample was retested on genxpert instrument, generated negative results. The positive result was not released. No harm was alleged. An investigation is ongoing.

Manufacturer narrative:
An investigation is ongoing. A supplemental report will be filed upon completion of the investigation. (B)(4).

Manufacturer narrative:
An investigation on the reagent kit lot did not identify any product problem. It is likely the discrepancy between results is due to the difference in technologies between the two platforms used. Assays can differ in sensitivity and their ability to identify viral load. (B)(4).